Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) npi error code 510.6400 on etco2 unit. Other - other- specify in comments bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: error code 510.6400 on etco2 unit. Account name: (B)(6) medical center. Account #: (B)(6). Asset name: asset location: contact: (B)(6). Contact email:. Contact phone:. Contact mobile:. Patient or user involvement: no. Patient or user harm: no. Case description: biomed tech. Called in for help on error cedoe 510.6400 on etco2 unit. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: error code 510.6400 on etco2 unit has to do with the display module on unit has to be replace, the unit has a general cbit failure occurred part will have to be replace. Unit under warranty repair transfer customer to services repair to setup unit to be sent in. Ref:_(B)(4)._5000l1iospx:ref there was no patient involvement